Event description:
On 05/19/2025, it was reported by a sales representative via (B)(4) that an ar-16991 hip labral scorpion was being utilized for an arthroscopic hip labral repair utilizing knotless fibertak anchors. The suture fell out of the top jaw 3 times, misfired twice, and cut the repair stitch upon passing twice. The device was changed out with a new device (keeping the same needle) and were able to put in 3 subsequent anchors without issue. There is an issue with the top jaw of the scorpion causing it to limit its function. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to using a worn concomitant device.